Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the pericardial effusion cannot be confirmed. However, per the report it was likely caused by the calcium being pushed from the annulus into the aorta during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a pericardial effusion was observed post deployment of a 26mm sapien 3 valve. The effusion was drained. The s3 landed in a good position. Post deployment, the patient's blood pressure did not fully recover and CPR was initiated. Tee noted large pericardial effusion. Vitamin k and protamine were administered and the effusion was drained. The cardiothoracic surgeon did a sub-xyphoid incision and no tear was noted. The effusion was controlled and the annular hematoma stabilized. The patient was transferred in stable condition and was discharged home. It was felt that the event was caused likely by the calcium being pushed from the annulus into the aorta during deployment. The aortic annulus diameter measured 26x21 mm with an area of 455mm² by CT and moderate valve calcification.